Event description:
Further it was reported that there was no patient harm. Surgery was delayed for one (1) hour as surgeon tried to remove the broken end of the reamer. Concomitant device reported: expert a2fn nail ø11 r cann l380 tan lig (part # 04.009.456s, lot # 9109256, quantity 1).

Manufacturer narrative:
Updated complaint description and concomitant device. Therapy date is unknown. Physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k# unknown: device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. Device used for treatment, not diagnosis.

Event description:
Device report from (B)(6) on an event in country as follows: it was reported that while a surgeon was drilling, he felt that the drill was hitting the nail, he proceeded with drilling and it went through. After removing the drill, he realized that the tip broke off and the tip of reamer was left inside patient. Procedure proceeded as usual without any complication. The patient consequence is unknown. Action taken for procedure:reamer tip was left inside of patient. This complaint involves 1 part. Concomitant part: nail (part# unknown / lot# unknown / quantity 1) this report is 1 of 1 for (B)(4).